Event description:
It was observed during central processing that the pk dissecting forceps instrument tips were misaligned. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of instrument tips do not meet was confirmed. One grip is bent, causing side to side misalignment of grips. There is a .03 offset at the tips. Evidence not conclusive, but damage likely due to mishandling. Electrical continuity passed. Additional observation found pitch cable broken at the distal clevis hub. Cable crimp on the broken segment of the cable was found remained within the clevis. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.